Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 4.11e. Retainer ring = black. Customer complained about pump error 4 and 53 and insulin flow block alarm found on event date (B)(6) 2021. Unit perform visual inspection and pump received with cracked select button keypad overlay. Tested with a test p-cap and the test p-cap locked in place properly. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected no delivery alarm during testing. The pump history file/traces download was successful. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. No delivery alarm/insulin flow blocked alarm was not found in the formatted history file on the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2021 15:22:42.000 no delivery (7)cannulatubingfilltype = cannula fill during prime delivery. Pump error 4 and 53 alarm was found in the formatted history file on event date: (B)(6) 2021 10:14:48.000 faultnumber = software error (53)linenumber = 6950 filenumber = 603. Confirmed pump error 4 and 53 alarm due to software error. No unexpected no delivery alarm during testing not confirmed insulin flow block alarm .

Event description:
Medtronic received information that pump error 53, pump error 4, no delivery/occlusion alarm during therapy occurred. There was no adverse impact or consequence reported as a result of this event.